Event description:
It was reported that pump battery depleted more quickly than it had in the past. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were documented.